Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the return bin drawer did not open. The technical support specialist (tss) dialed into the server and confirmed that no internal return bin was found for station chm ir. The tss noted that the device needed to be checked to confirm whether the internal return bin was configured. The customer confirmed that the internal return bin had not been configured. The tss then configured the internal return bin and granted permission to close the case. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the return bin drawer did not open when a nurse attempted to return a medication. As a result, pyxis defaulted to returning the item to the pharmacy. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.